Event description:
A replacement was planned for sometime in the next six weeks due to the right lead being positioned deeper into the tissue than intended. The pt experienced muscle stimulation in the neck and head areas. The other side was fine and impedances were in normal range.